Event description:
A report was received (B)(6) 2022 stating a clinical trial subject experienced a serious adverse event. Additional information received (B)(6) 2022. The product was being used to treat an existing ulcer. On 12oct2022 the physician noted a non-viable wound base with signs of local acute infection that required hospitalization (B)(6) 2022. The subject was admitted to the hospital and treated with IV antibiotics and surgical debridement. The physician believes the infection was due to poor absorption properties of the product. The subject was discharged from the hospital on (B)(6) 2022 with a status of resolved. Medical assessment: exufiber ag+ may have contributed to the occurrence of the wound infection as a result of its poor absorption properties, pooling of exudate and therefore, increased chances of infection. Wound infection required hospitalization, surgical debridement and systemic antibiotics. This sae is probably related to the product. There is no serious public health threat.